Event description:
The customer reported the unit unexpectedly shut down.

Manufacturer narrative:
The customer reported the unit unexpectedly shut down. The factory has not yet received this device for evaluation, and the complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.